Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. The manufacturer's technical services (ts) confirmed the reported issue. Before troubleshooting customer had already replaced the circuit. During est the unit logged a 3127. Verified altitude setting. Replaced heated filter and found that the customer did not disconnect and reconnect the circuit correctly. Verified that the (pressure relief valve) prv racking pressure was at 148.20. Suggested that customer adjust the prv per section 5.8.8. The customer replaced the defective heated filter and found that adjusting the circuit corrected the issue. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors failed (extended self-test) est (e/c 3122-relief valve cracking pressure out of range (less than 120 cmh2o or greater than 160 cmh2o) 3160-exhalation valve test failure 3127- heated filter back pressure out of range (less than 5 cmh2o or greater than 15 cmh2o). The device was not in use at the time of the reported event; therefore, there was no patient involvement.